Event description:
It was reported during in clinic follow up that the atrial lead exhibited loss of capture and decreased p-wave amplitude. The physician suspected dislodgement. The lead was explanted and replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and p-wave amp variation. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and p-wave amp variation were confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. After cleaning, helix was able to be extended and retracted. X-ray examination found the inner coil over-torque at the connector region. Electrical testing found internal shorts between conductors due to the inner coil being over-torqued consistent with procedural damage.